Event description:
A report was received that the patient underwent an explant procedure as a lead popped through her skin. It was confirmed that there was an actual break in the skin.

Event description:
A report was received that the patient underwent an explant procedure as a lead popped through her skin. It was confirmed that there was an actual break in the skin.

Manufacturer narrative:
Additional information was received that it was a preventive explant and there was no infection found.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70, serial #:(B)(4), description: linear 3-4 lead, 70cm. Model#: sc-2352-70, serial #:(B)(4), description: linear 3-4 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.